Event description:
It was reported that the right atrial (ra) lead had high impedance and a possible fracture. Review of performance data indicated high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device. Analysis of the device memory indicated a lead impedance out of range alert and the impedance on the atrial pacing lead was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6948 implantable tachy lead (B)(6) 2005; d314drg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).